Manufacturer narrative:
(B)(4). Report source: foreign - (B)(6). Literature - von hintze, j., niemeläinen, m., sintonen, h., nieminen, j., & eskelinen, a. (2021). Outcomes of the rotating hinge knee in revision total knee arthroplasty with a median follow-up of 6.2 years. Bmc musculoskeletal disorders, 22(1), 336. Https://doi.org/10.1186/s12891-021-04205-9. According to tabers medical dictionary ¿ manipulation of a joint is a mobilization technique, sometimes involving a rapid thrust or stretching of a joint, with or without anesthesia. With anesthesia is (mua). Per clinical orthropaedics and related research (how to treat the stiff total knee arthroplasty? A systematic review), mua is used to treat and resolve arthrofibrosis (scar tissue). This procedure is performed to increase articular motion and reduce chronic pain from arthrofibrosis. The indication for manipulation under anesthesia is related to limited range of motion and stiffness due to adhesions/scar tissue. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-00223.

Event description:
A journal article was retrieved from bmc musculoskeletal disorders (2021) that reported a study from finland that looked at survival rate and outcomes in revision rotating hinge knee (rhk) arthroplasties. The study reported one patient experienced stiffness three days postop and was subsequently treated with a manipulation under anesthesia. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Report source: foreign - (B)(6). Literature - von hintze, j., niemeläinen, m., sintonen, h., nieminen, j., & eskelinen, a. (2021). Outcomes of the rotating hinge knee in revision total knee arthroplasty with a median follow-up of 6.2 years. Bmc musculoskeletal disorders, 22(1), 336. Https://doi.org/10.1186/s12891-021-04205-9. According to tabers medical dictionary ¿ manipulation of a joint is a mobilization technique, sometimes involving a rapid thrust or stretching of a joint, with or without anesthesia. With anesthesia is (mua). Per clinical orthopaedics and related research (how to treat the stiff total knee arthroplasty? A systematic review), mua is used to treat and resolve arthrofibrosis (scar tissue). This procedure is performed to increase articular motion and reduce chronic pain from arthrofibrosis. The indication for manipulation under anesthesia is related to limited range of motion and stiffness due to adhesions/scar tissue. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-00223.

Event description:
A journal article was retrieved from bmc musculoskeletal disorders (2021) that reported a study from finland that looked at survival rate and outcomes in revision rotating hinge knee (rhk) arthroplasties. The study reported one patient experienced stiffness three days postop and was subsequently treated with a manipulation under anesthesia. Attempts have been made and no further information has been provided.